Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, dust/dirt contamination was found inside the device, there were dead pixels on display, the printed circuit assembly (pca) needed to be replaced, the ui panel was damaged, and the rubber feet were missing. The device was scrapped after the evaluation was completed.